Event description:
Pt revised for pain.

Manufacturer narrative:
Litigation papers allege: on or about (B)(6) 2003, patient was implanted with a depuy pinnacle hip on his right side. Patient has large amounts of cobalt-chromium metal ions and particles in his blood, tissue, and bone surrounding the implant. Patient has been experiencing severe pain and discomfort and inflammation in his right thigh and groin. He also experiences a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position. Patient will likely need to undergo revision surgery to replace the implant. Doi: (B)(6) 2003 - dor: unk (right side). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and or a complaint database search was not possible as the product and lot code required was unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Follow-up for additional event information was conducted utilizing work instruction (B)(4). No additional information was obtained. It was stated on the (B)(4) that the x-rays would not be available. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear/metallosis and elevated metal ions.